Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient was experiencing poor performance and intermittencies with the device resulting in device non-use. Reprogramming attempts were made, however, the issue could not be resolved. Explant and reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(4), 2010; during the same surgery the patient was reimplanted with a new device.this report is filed (B)(4), 2011.